Manufacturer narrative:
(B)(4). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced suspected peritonitis coincident with peritoneal dialysis therapy. The suspected peritonitis was manifested by cloudy effluent. The cause of the event was unknown. The patient was hospitalized for the event and treated with unspecified antibiotics (doses, frequencies, durations and routes not reported). At the time of this report, it was unknown if the patient was recovering from the event. Action taken with therapy was not reported. No additional information is available at this time.